Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the occluder head would not calibrate and was stuck in the occluding position. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the end user reported that while attempting to calibrate the venous occluder, it would not calibrate and would get stuck in the occluded position. This occurred during cpb, but it did not cause a case delay. Subsequently, surgery was completed successfully without use of the occluder. As result, there was no injury/blood loss.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr found that the end user had been using 1/2 inch tubing instead of 3/8 inch tubing in the occluder, causing the tube to still be slightly occluded even when fully open. Verification/release testing was performed and confirmed that the occluder was working properly. The unit operated to the manufacturer's specfications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The field service representative (fsr) informed the end user about the appropriate sized tubing to be used with the occluder. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.